Event description:
As reported, a 6f exoseal vascular closure device was selected for closure. However, it was found during retraction that the indicator window never changed from black-white to black-black, until it was completely pulled out from the puncture site. Closure failed. Manual compression was used for hemostasis instead. There was no reported injury to the patient. This occurred during a lower limb artery stenosis procedure. The operator had extensive experience using the product. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.